Manufacturer narrative:
Date of report : 19jun2019, date rec¿d by MFR : 06may2019. After multiple attempts no patient information and event date were received from the customer. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date rec¿d by MFR : 09mar2019. The customer reported that he replaced the touchscreen to resolve the issue. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 14jan2019. A follow-up report will be submitted once the investigation has been completed.

Event description:
Customer reports unable to silence alarm; button has no response. No patient/user harm reported. Event date not specified; estimate used.